Event description:
It was reported that black rust was found on the bd syringe¿ with needle. The following information was provided by the initial reporter, translated from chinese to english: "used a bd 2ml disposable sterile syringe and found black rust on the needle end of the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/7/2021. H.6. Investigation: a device history record review was completed for provided lot number 2012108. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, pictures and the affected physical sample were returned for evaluation by our quality engineer team. Through examination of the sample, particles could be observed on the product. The particles were identified as a silicone oil mixed with power from the assembly process. Silicone oil is used to lubricate the outer part of the cannula to facility the penetration process. Due to friction in the manufacturing machine rails, a small amount of plastic powder can be produced. The mixture observed was produced due to an accumulation of powder which could have dropped down due to an unexpected movement in the assembly machinery. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black rust was found on the bd syringe¿ with needle. The following information was provided by the initial reporter, translated from (B)(6) to english: "used a bd 2ml disposable sterile syringe and found black rust on the needle end of the syringe."